Event description:
The product was used during a laparoscopic vagotomy procedure. Reportedly, the pt returned to surgery with a bowel leak. The surgeon performed a re-operation on july 28, 1998 and oversewed the application site. The hosp has reported the pt's condition is satisfactory.